Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the insulin pump was squirting out insulin. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Compromised force sensor alarm during the prime test at 4 lbs due to protruded/loose drive support disk. Unable to perform the occlusion test due to alarm. Intermittent button response due to moisture damage keypad traces. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window.(B)(4).